Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen while the pump and blood glucose control remained functional, and the user also requested a replacement belt clip. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status or need for medical intervention. Investigation included customer interviews and review of device history and shipping records. Investigation of this case revealed physical damage to the device display consistent with user handling or wear without evidence of malfunction affecting insulin delivery or glucose control. It was concluded that the event was attributable to damage to the device¿s screen and belt clip without device performance failure.